Manufacturer narrative:
The affected redapt femoral standard offset sleeveless stem and biolox delta head were not returned for evaluation. As the devices were not made available for investigation, the failure mode cannot be determined or confirmed. However, batch number was provided for both devices. Thus, a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Our investigation including a review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode. There is no information that would suggest the implanted devices failed to meet specifications. A clinical evaluation noted that no clinical relevant supporting documents were provided to conduct a thorough medical assessment of the reported infection. Without the lab results, surgical findings, medical documents, x-rays, or explants for analysis the root cause of the reported infection cannot be definitively concluded; however, based on the report of multiple surgeries and that the ¿operative site has become infected¿, the reported ongoing infection was the cause for revision and infections as described are not usually a result of product failures or sterility issues of the device but are procedure related infections or hematogenously spread. The future impact to the patient cannot be determined, although continued infection is likely based on the (stage 1/revision) intraoperative findings of ¿frank infection noted in all tissue layers down to and including the hip joint.¿ no further clinical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to infection on the tissue and hip joint. Delay of less than 30min reported.

Event description:
It was reported that a revision surgery was performed due to infection on the tissue and hip joint. Delay of less than 30 min reported.